Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had difficulty separating from the delivery catheter and dislodged once the lp was released. The lp was retrieved and successfully implanted. The patient was discharged following the procedure.